Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot did not match production records and could not be confirmed in the photo. Our quality engineer reviewed the provided photo and observed that the retraction was initiated but the needle failed to retract successfully. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for investigation a definitive root cause could not be determined.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract. The following information was provided by the initial reporter: "it was reported that the needle did not retract when the safety button was pushed. Issue: during IV placement the insyte autoguard did not safety when button was pushed. There was no patient or user harm reported. They placed the non safety IV in the sharps container after IV placement."

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown, a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle wouldn't retract. The following information was provided by the initial reporter: "it was reported that the needle did not retract when the safety button was pushed. Issue: during IV placement the insyte autoguard did not safety when button was pushed. There was no patient or user harm reported. They placed the non safety IV in the sharps container after IV placement."